Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), rash ("rashes"), alopecia ("hair loss") and abdominal pain lower ("cramping"). The patient was treated with surgery (essure device removal). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, rash, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, headache, pelvic pain and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube showed focal chronic inflammation') and pelvic pain ('pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding"), migraine headache ("headaches/worsening migraines or headaches noted"), rash ("rashes"), alopecia ("hair loss"), abdominal pain lower ("cramping"), dyspareunia ("pain after intercourse"), migraine ("migraine"), abdominal pain ("abdominal pain"), hypoaesthesia ("numbness of legs"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), depression ("depression"), mood swings ("mood swings"), ear discomfort ("pulsations within the ears"), back pain ("low back pain"), muscle spasms ("leg cramp"), autoimmune disorder ("auto-immune or hypersensitivity symptoms noted"), headache ("headache") and hypersensitivity ("auto-immune or hypersensitivity symptoms noted"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and excision of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, migraine headache, rash, abdominal pain lower, dyspareunia, migraine, abdominal pain, hypoaesthesia, dysmenorrhoea, menorrhagia, depression, mood swings, ear discomfort, autoimmune disorder, headache and hypersensitivity outcome was unknown and the alopecia, back pain and muscle spasms had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, ear discomfort, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine headache, mood swings, muscle spasms, pelvic pain, rash, salpingitis and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2018: results: the essure® coils appeared in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube showed focal chronic inflammation') and pelvic pain ('pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding"), migraine headache ("headaches/worsening migraines or headaches noted"), rash ("rashes"), alopecia ("hair loss"), abdominal pain lower ("cramping"), dyspareunia ("pain after intercourse"), migraine ("migraine"), abdominal pain ("abdominal pain"), hypoaesthesia ("numbness of legs"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), depression ("depression"), mood swings ("mood swings"), ear discomfort ("pulsations within the ears"), back pain ("low back pain"), muscle spasms ("leg cramp"), autoimmune disorder ("auto-immune or hypersensitivity symptoms noted"), headache ("headache") and hypersensitivity ("auto-immune or hypersensitivity symptoms noted"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and excision of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, migraine headache, rash, abdominal pain lower, dyspareunia, migraine, abdominal pain, hypoaesthesia, dysmenorrhoea, menorrhagia, depression, mood swings, ear discomfort, autoimmune disorder, headache and hypersensitivity outcome was unknown and the alopecia, back pain and muscle spasms had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, ear discomfort, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, menorrhagia, migraine headache, mood swings, muscle spasms, pelvic pain, rash, salpingitis and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2018: results: the essure® coils appeared in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: new events - headache and auto-immune symptoms noted added. Event genital bleeding was clubbed with abnormal bleeding noted. Event headache pt was updated to migraine headache. Event genital bleeding updated to non serious event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), rash ("rashes"), alopecia ("hair loss") and abdominal pain lower ("cramping"). The patient was treated with surgery (essure device removal). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, rash, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, headache, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of salpingitis ("fallopian tube showed focal chronic inflammation"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), rash ("rashes"), alopecia ("hair loss"), abdominal pain lower ("cramping"), dyspareunia ("pain after intercourse"), migraine ("migraine"), abdominal pain ("abdominal pain"), hypoaesthesia ("numbness of legs"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), depression ("depression"), mood swings ("mood swings"), ear discomfort ("pulsations within the ears"), back pain ("low back pain") and muscle spasms ("leg cramp"). The patient was treated with surgery (operative laparoscopy with bilateral salpingectomy and excision of the essure) and surgery (operative laparoscopy with bilateral salpingectomy and excision of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, headache, rash, abdominal pain lower, dyspareunia, migraine, abdominal pain, hypoaesthesia, dysmenorrhoea, menorrhagia, depression, mood swings and ear discomfort outcome was unknown and the alopecia, back pain and muscle spasms had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, ear discomfort, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, muscle spasms, pelvic pain, rash and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2018: the essure® coils appeared in place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2018: summons received. Events: pain after intercourse, migraine, inflammation, abdominal pain, dysmenorrhea, menorrhagia, depression, mood swings, numbness of legs, pulsations within the ears were added. Lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.